Event description:
Pt was admitted for a c-section on 03/27/2000. Two jp drains were placed postoperatively due to obesity. On 03/28/2000 first jp drain was removed without difficulty. On 03/31/2000 the physician attempted to remove the second jp drain. The physician reports they manipulated the drain gently in numerous directions. The drain broke off. The pt was taken to surgery for removal of foreign body.